Event description:
It was reported an over infusion of calcium gluconate. The calcium gluconate was programmed to infuse over one (1) hour; however, it infused in (15) minutes. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of calcium gluconate was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 06 august 2024. The event time was not reported. On 10:51 pm, the pump module alarmed for ¿flo stop open¿ and was in idle state. At 10:51 pm, the user selected guardrails drugs and programmed a primary infusion of ¿calcium gluconate¿ for a drugid=131 with a rate of 100ml/hr and a vtbi of 100ml. The infusion was started. At 11:03 pm, the pump module was paused, and the infusion was restarted. At 11:20 pm, the pump module alarmed for ¿air in line.¿ at 11:21 pm, the pump module was channeled off. No further infusions were noted on this day. The total primary volume infused for the primary infusions was recorded to be 40.721ml. The customer reported the time of infusion completed in fifteen minutes (15) however; the log showed that it infused for a total of twenty-nine minutes (29). It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported an over infusion of calcium gluconate. The calcium gluconate was programmed to infuse over one (1) hour; however, it infused in (15) minutes. There was patient involvement, but no harm.